Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for c4-6 csm. It was reported that after inserting the 6 mm cage with the hammering, the triangle mark was reversed, so it was implanted upside down. The inserter was used to grasp and removal was attempted, but the screw hole was stripped and could not be removed, so even when it was installed in the reverse direction, it fit the vertebral body, since the lordotic angle is obtained, it was implanted as it is. There were no patient symptoms or complications reported as a result of this event. Additional information received from manufacturer representative that the procedure involved was cervical spine anterior decompression and fixation.